Manufacturer narrative:
The affected devices have been received. A follow up report will be submitted with investigation results.

Event description:
The customer reported an unspecified medication was to infuse at 7 ml/hr; however, the infant received an additional 25 ml within 70 minutes. The patient was scheduled for an MRI to evaluate harm.

Manufacturer narrative:
The customer¿s report of an overinfusion was not confirmed. The pcu event log contained no obvious programming errors that would result in the reported event. The pcu event log shows that the pump module was programmed to run a basic infusion at 7ml/hr with a vtbi of 21ml at 7:11 pm on (B)(6) 2018 and ran until 8:13 pm when the device was channeled off. The volume recorded as being infused during this period was 6.888ml. Review of the pcu event log showed multiple instances of door opened/door closed events (56 times) and two instances of the flo stop open (total of 2 seconds) during the time frame noted above. The pcu and pump module event logs do not show any other abnormal door opened/door closed events other than those that occurred at the time of the event. The pump module was programmed to run at 7ml/hr with a set loaded and was allowed to run for multiple days in an attempt to replicate the multiple open/close events. The infusion ran without experiencing any abnormal door open/close events. Functional testing found the pump module to be delivering fluid within specification. The root cause of the reported overinfusion was not identified.

Event description:
The customer reported an unspecified medication was to infuse at 7 ml/hr; however, the infant received an additional 25 ml within 70 minutes. The patient was scheduled for an MRI to evaluate harm. Although requested, the customer declined to provide additional patient information.